Event description:
Pt reported obtaining back-toback blood glucose results of 248 mg/dl and 126 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these reuslts. No pt injury was reported and no treatment was received. While on the line with technical support, a level-one control test was performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.